Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that a thrombus occurred. A left atrial appendage (laa) closure procedure was being performed. A double curve watchman® access system (was) was positioned in the patient and a 24mm watchman ® laa closure device & delivery system (wds) was advanced. The closure device was deployed; however, the device landed too proximally. The device was recaptured and removed. They exchanged the was for an anterior curved was. However, a thrombus had formed in the appendage after the full recapture had been performed. The anterior curve was was removed from the patient. The patient¿s activated clotting time (act) was 286 sec at the time of the thrombus. An additional act was performed about 10 minutes later which was in the mid 300's. It was noted that the patient had taken eliquis that morning. No additional intervention was required as the thrombus resolved spontaneously after the devices were removed from the laa. They decided to abort the case. No further patient complications were reported and the patients status is fine.